Event description:
According to rptr, the pt has a cardiomyopathy and a known complete left bundle branch block. During her cardiac catheterization the pt demonstrated a complete heart block. A temporary pacemaker was placed and the pt underwent permanent dddr pacemaker placement on 7/12/94. At that time the pt received a MFR's pacemaker. When evaluated in the office over the next month, the pt demonstrated persistent loss in the sensing and capture of the atrial circuit. Because of the way this pacemaker model is configured, this resulted in frequent mode switching between the ddd mode, and the vvir mode. On 9/8/94 the pt was taken to the operating room. It was noted that the pacemaker wires were anterior to the pacemaker itself. The atrial lead was not sutured to the fascia. The ventricular lead was sutured appropriately to the fascia. Atrial lead was tested and found to have virtually no p-wave sensing and capture only at the very high thresholds of 10 ma. The atrial lead was removed without difficulties. On removal it was noted that the insulation had slipped over the entire tip of the active fixation tine. That by temperature and with the polyurethane lubricated with body fluids a small piece of the distal insulation could be fairly moved back into its normal position or most like pressure moved distally at which time it nearly totally covered the tine. A new lead was placed in virtually the same position with excellent sensing and capture. A dddr pacemaker was placed.